Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. A buildup of biological material was observed in both jaws. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Although the remaining clips fired properly, the broken ratchet could prevent the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The broken ratchet prevented the clips from loading properly. It could not be determined what exactly caused the ratchet ears to break but a CAPA has been previously opened to further investigate loading and feeding issues. The reported complaint of "clip not loaded properly" was not confirmed based upon the sample received. Upon functional inspection, the remaining clips fired properly.

Event description:
It was reported that a clip did not come out to the jaws properly at loading during a quasi-extended hysterectomy. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900622 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip did not come out to the jaws properly at loading during a quasi-extended hysterectomy. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.